Event description:
An endurant ii stent graft system was selected for the endovascular treatment of an 49 mm in diameter and 107 mm in length abdominal aortic aneurysm. The proximal neck was 20 mm in diameter and 42 mm in length. The left common iliac artery was 29 mm in diameter and the right common iliac artery was 20 mm in diameter. The right external iliac artery measured 10 mm in diameter and the left external iliac artery measured 10 mm in diameter. The right internal iliac artery measured 45 mm in diameter and the left internal iliac artery measured 25 mm in diameter. It was reported that although the vessel had slight tortuosity, delivery was smooth. During the device deployment, the backend wheel of the delivery system was broken and the suprarenal stent were unable to be deployed. Therefore, open surgery was carried out to remove the device. Replacement of synthetic vessel was carried out to complete the procedure. The physician tried the bailout procedure but it did not release the suprarenal stent. The suprarenal stent was too hard to rota te. When the physician tried to turn the suprarenal stent by force, it broke into two pieces. After the suprarenal stent was broken, the connector at the end of the delivery catheter was pulled but it was too hard to withdraw. As a result, laparotomy was performed. The blood vessel (right eia) was ruptured since the device was guided up and down after disassembly of the delivery system during operation. The operation was moved forward to surgical operation, and the ruptured vessel was replaced with artificial vessel(y-graft ). The removed delivery catheter was kinked. No additional clinical sequelae were reported. The physician is monitoring the patient. The patient is in good condition. The physician commented that the delivery system got kinked at the curvature site, which would lead to the damaged backend wheel.

Manufacturer narrative:
(B)(4).

Event description:
Evaluation summary: the event was not confirmed since the event occurred in-vivo and also since the entire device was not returned. Analysis revealed that the material on the supra-renal stents matched liquid mdx. The root cause of the event could not be conclusively determined; however, may be manufacturing related.